Manufacturer narrative:
Product analysis: at analysis it was determined that the power cord bay was broken, the media bay door was missing, the system fan was noisy, the handle covers were cracked, the hinge plate screws were missing, both eject levers on the personal computer memory card international association slot were broken and the emergency button failed its final test. All found defective parts were replaced and all other identified issues were resolved. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer and radiofrequency head which were returned for evaluation subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer and radiofrequency head which were returned for evaluation subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.